Manufacturer narrative:
(B)(4).

Event description:
According to the rptr: customer states that during an intervention using sils the articulated part of the device broke. There was no need to extend operating room time due to this issue, no add'l bleeding, tissue loss or objects fell into pt cavity.